Manufacturer narrative:
The product was returned for analysis. One haptic was broken at the haptic/optic junction. We were unable to determine the cause of the damage however it does not appear to be manufacturing related. Lens met all specifications prior to release.

Event description:
It was reported the patient complained of visual disturbances post operative implant of the intraocular lens. During examination it was noted the haptic was broken and the lens was removed and replaced without complication.